Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that insulin drips were not observed to be exiting the infusion set tubing during the load fill process. Subsequently, the customer experienced an elevated blood glucose of 560 mg/dl. The customer administered a manual injection of insulin to address the bg. Reportedly, the customer filled the infusion set tubing with less than 30 units of insulin. The customer continued the fill tubing process and continued to use the pump for insulin therapy.